Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microdiscectomy. During procedure, flex arm could not tighten properly to hold the tube. The surgeon noticed it when he was placing the flex arm in the location needed to move forward. A different set was opened and the procedure was completed.